Event description:
Surveillance study. Same case as MFR report #: 2134265-2009-03852. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent thrombosis. The index procedure treated two lesions. The first being a de novo, type b2, 60% stenosed 3.7x45mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 3x15m balloon inflated to 16 atmospheres (atms) and the placement of two overlapping taxus express2 study stents (3.0x24mm, 3.5x24mm) deployed at 12 and 16 atms. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The second lesion was a de novo, type c, 75% stenosed 3.2x30mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 3x15mm balloon inflated to 12 (atms) and the placement of a 3.0x32mm taxus express2 study stent deployed at 14 atms. Post dilation used a 3.5x15mm unspecified balloon inflated to 14 atms. Eight thousand units of heparin were administered. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged the next day on bayaspirin and plavix. No angina was confirmed at the 1 & 3 month follow up visits. At a 9 month follow up visit 267 days post the index procedure, an angiogram revealed in stent restenosis of the proximal rca. Three thousand units of heparin were administered. A reintervention procedure 4 days later treated the 90% restenosed 3.5x51mm target lesion located in the proximal rca with a non bsc stent resulting in 0% residual stenosis. Seventy-two thousand units of heparin were administered. The patient was discharged the next day. Per the physician, the event was listed as "possibly" related to the study device. No angina was confirmed at the 1 year follow up.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.